Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 232 mg/dl but threshold suspend limit was 60. Customer would change sensor due to receiving a change sensor alarm.